Event description:
The patient underwent diagnostic cardiac angiography. The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. Mark was easily obtained and no resistance was encountered while deploying. The posterior needle missed the barrel. Backdown was unsuccessful. A vascular surgeon was called. He enlarged the incision and extracted the device in the cath lab. Closure was achieved with manual compression and the patient did fine.